Event description:
It was reported "on (B)(6) 2025, in ICU, people's hospital of (B)(6), the doctor (B)(6) found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. The packaging tray and lidstock as well as the catheter, needles, advancer and ars were also returned. Signs of use were observed as the guidewire was returned outside of the advancer, which is part of the guidewire assembly prior to packaging. Visual analysis revealed that the guidewire contained one kink near the distal end. The distal j-bend is slightly misshapen but still intact. Microscopic examination confirmed the kink. Both welds were present and were observed to be full and spherical. No other defects or anomalies were identified with the packaging or any other returned components. The kink in the guide wire were located 160mm from the distal tip. The overall length of the guide wire measured 599mm, which is within the specification of 596mm-604mm per product drawing. The outer diameter of the guide wire measured 0.80mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire encountered slight resistance when the kinked area passed through the returned introducer needle. All undamaged sections of the guidewire were able to pass through the arrow raulerson syringe (ars)/18 ga introducer needle subassembly with no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire was kinked towards the distal end. The distal j-bend is slightly misshapen but still intact. Dimensional and functional testing did not reveal evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, in ICU, (B)(6), the doctor (B)(6) found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "on (B)(6) 2025, in ICU, (B)(6) hospital of (B)(6), the doctor sun found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".